Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure for a distal radius fracture on (B)(6) 2013, the various angle (va) locking screw was discovered to have penetrated through the various angle (va) locking compression plate (lcp). The event occurred when surgeon was repositioning and installing the lcp plate and when surgeon inserted the va locking screw through guiding block in a positioning hole, and then inserting va locking screw from ulna to styloid side. The screw however kept turning at the distal row most styloid side, and it was discovered (by x-rays) the screw had penetrated the plate. It was reported the surgeon was able to remove the va locking screw, but the chose to keep the plate in patient due to patient age. The surgery was completed with no further adverse events reported. It was also reported surgeon used a 0.8nm torque limiter in lock. This report is for a 2.4mm titanium va-lcp two-column distal radius plate. This is 2 of 2 devices for this event reported on complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record (DHR) was performed and no complaint related issues were found.

Manufacturer narrative:
Additional evaluation was conducted. The report indicates that the investigation of the complained locking screw shows that the head locking thread is badly deformed due overload of torque during use. The screw head is deformed in such a case as he could slip trough the plate. The visible signs clearly indicate exceeding applied mechanical force while insertion which cased the damage at the screw head finally. The plate shows scratches on the surface and slight worn threads as well. The article were analysed for conformance to print specifications as well as the device history record was researched, no abnormal findings were identified. Device was used for treatment, not diagnosis.

Event description:
This is 2 of 4 devices for this event reported on (B)(4).